Event description:
During attempts to engage the guiding catheter at the ostium of the right coronary artery, the pt's blood pressure dropped; via fluoroscopy, the catheter was noted to be kinked. During attempts to unkink, the catheter snapped. A snare was utilized to retrieve the segment.